Event description:
It was reported that the endoflator crashed intraoperatively. Error 382: electronic error. You no longer have access to the menu. The device must be restarted. No negative impact on health was reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, "endoflator turned off during use" could be confirmed by inspecting the device and the log files. The error message 382 refers to a safe state error. The cause of this error is a defect component within the control board by wear/ degeneration. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).